Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2019 with the following findings: the complaint of inaccurate delivery was reported on (B)(6)2019. According to the pump history, the pump was in use for deliveries until (B)(6)2019. Due to continued pump use, all pump delivery data for time of complaint has been overwritten. The current available total daily dose basal history confirmed the pump was delivering the programmed basal rate. During investigation, the pump was exercised for 12 hours with no issues. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.